Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The technician found that the door gasket was not firmly seated in the retainer, causing the reported water leak. The technician adjusted the door gasket, ran a test cycle, and confirmed the unit to be operating according to specifications. The unit is not under a steris maintenance contract. The reported event may have been attributed to improper preventative maintenance on the unit. The reliance 444 washer/disinfector's maintenance manual states (p. 6-10), "inspect doors for damage/wear 4x per year". The unit was manufactured in 2003.

Event description:
The user facility reported water leaking from the top of their reliance 444 washer/disinfector.